Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate profile 350cc saline prostheses placed experienced bilateral deflation post procedure. As a result, an explant is planned for (B)(6) 2022. See 1645337-2022-00224 for contralateral prosthesis report.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on (B)(6) 2022 mentor became aware that it made an erroneous statement in h10 of the supplemental report submitted on that same date. The incorrect statement is as follows: on (B)(6) 2022 mentor became aware that the left prosthesis was explanted and replaced on (B)(6) 2022. The correct statement is as follows: on (B)(6) 2022 mentor became aware that the left prosthesis was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
Additional information was received on february 7, 2022. The deflations, previously reported as bilateral, was only right sided. This report relates the left prosthesis. On february 8, 2022 mentor became aware that the left prosthesis was explanted and replaced on (B)(6) 2022. On february 11, 2022 mentor became aware that the left prosthesis replaced due to capsular contracture. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).